Event description:
The customer reported a colleague infusion pump with a failure 808:07. The event was reported to have occurred during biomedical testing. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4), the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:07. The root cause could not be determined and no repairs were performed, as this is a baxter owned device. A follow up report will be submitted if additional information becomes available.